Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after successful insertion of the guide wire, upon insertion of the intra-aortic balloon (iab), the guide wire could pass through the central lumen of the iab. A new iab was inserted. The indication for use was cardiogenic shock of heart failure. There was no reported injury to the patient.

Event description:
It was reported that after successful insertion of the guide wire, upon insertion of the intra-aortic balloon (iab), the guide wire could pass through the central lumen of the iab. A new iab was inserted. The indication for use was cardiogenic shock of heart failure. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and traces of blood on the exterior of the catheter with the one-way valve attached. The guide wire was also returned. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of the returned iab and felt resistance. The technician was able to insert the guide wire through the inner lumen; however particulate matter was observed at the tip of the guide wire upon doing so. We are unable to determine when the particulate matter entered the inner lumen. The condition of the iab as received indicated a partial obstruction within the inner lumen. This can cause difficulty inserting or removing the guide wire through the inner lumen. The evaluation confirmed the reported difficult/unable to insert guide wire through iab (central lumen) problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after successful insertion of the guide wire, upon insertion of the intra-aortic balloon (iab), the guide wire could not pass through the central lumen of the iab. A new iab was inserted. The indication for use was cardiogenic shock of heart failure. There was no reported injury to the patient.

Manufacturer narrative:
Ftir (fourier transform infrared spectroscopy) testing was performed by the manufacture to determine identity of the particulate matter of a rubbery substance found upon manufacturer evaluation. Root cause analysis as well as risk analysis were performed to determine root cause of the particulate matter and potential risk to patient. The manufacturer has determined that the particulate matter found is outside of the materials used during the manufacturing process, but that the risk to the patient was negligible. The root cause could not be determined, however the most likely cause is a material that is found as a part of the surgical environment or surgical process. (B)(4).

Manufacturer narrative:
Changed from: it was reported that after successful insertion of the guide wire, upon insertion of the intra-aortic balloon (iab), the guide wire could pass through the central lumen of the iab. A new iab was inserted. The indication for use was cardiogenic shock of heart failure. There was no reported injury to the patient. Changed to: it was reported that after successful insertion of the guide wire, upon insertion of the intra-aortic balloon (iab), the guide wire could not pass through the central lumen of the iab. A new iab was inserted. The indication for use was cardiogenic shock of heart failure. There was no reported injury to the patient changed from: the product was returned with the membrane loosely folded and traces of blood on the exterior of the catheter with the one-way valve attached. The guide wire was also returned. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of the returned iab and felt resistance. The technician was able to insert the guide wire through the inner lumen; however particulate matter was observed at the tip of the guide wire upon doing so. We are unable to determine when the particulate matter entered the inner lumen. The condition of the iab as received indicated a partial obstruction within the inner lumen. This can cause difficulty inserting or removing the guide wire through the inner lumen. The evaluation confirmed the reported difficult/unable to insert guide wire through iab (central lumen) problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. To: the product was returned with the membrane loosely folded and traces of blood on the exterior of the catheter with the one-way valve attached. The guide wire was also returned. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen of the returned iab and felt resistance. The technician was able to insert the guide wire through the inner lumen from the y-fitting side; however particulate matter was observed at the tip of the guide wire upon doing so. We are unable to determine when the particulate matter entered the inner lumen. The condition of the iab as received indicated a partial obstruction within the inner lumen. This can cause difficulty inserting or removing the guide wire through the inner lumen. The evaluation confirmed the reported difficult/unable to insert guide wire through iab (central lumen) problem. We are unable to determine when the particulate matter entered the iab, but the event description indicates that the wire was able to be inserted normally, so it is likely it occurred during use. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after successful insertion of the guide wire, upon insertion of the intra-aortic balloon (iab), the guide wire could not pass through the central lumen of the iab. A new iab was inserted. The indication for use was cardiogenic shock of heart failure. There was no reported injury to the patient.